Manufacturer narrative:
The reported complaint of "the thermogard console (sn (B)(4)), the coolant sensor malfunctioned due to the faulty sensor board" was confirmed through the functional testing and the event log review performed at the customer site. The root cause for the reported complaint was due to the defective coolant block. Upon visual inspection, no physical damage was observed. During initial functional testing, part of the leds on the coolant block assembly on the thermogard xp ivtm system was not working. The event log review showed occurrence of alarm_coolant_empty error message. Further testing of the system revealed damage on the coolant sensor block. The coolant block with board was replaced to address the error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported issue and there was no previous history of complaint reported for the thermogard console with sn (B)(4).

Event description:
At the time of delivery, upon internal inspection of the thermogard console (sn (B)(4)), the coolant sensor malfunctioned due to the faulty sensor board. The sensor board was temporarily replaced with one taken from an eval machine, and the coolant sensor worked properly. The sensor board will be replaced with a new one at a later date. No patient involvement.